Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current patient status was not provided.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and five months post filter deployment, a computed tomography (CT) abdomen without contrast was performed and it revealed there was approximately 9-degrees leftward tilt of the filter and the tip of the filter appear to contact the anterior/right aspect of the inferior vena cava wall with multiple struts extend beyond the inferior vena cava wall. One of the struts appear to contact the right lateral aspect of the infra renal abdominal aorta and another strut was in close proximity to the anterior aspect of the infra renal abdominal aorta. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.